Manufacturer narrative:
Patient's year of birth reported as 1985, exact date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for one (1) unknown tibial nail. Approximately implanted ten years ago. This report is for one (1) unknown tibial nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was approximately implanted ten years ago with one (1) tibial nail, three (3) 5.0mm locking screws and one (1) end cap. The patient requested to have the implanted devices removed due to pain. It was reported that all implants were intact prior to the planned surgery that was held on (B)(6) 2016. This report is for one (1) unknown tibial nail. This report is 1 of 3 for (B)(4).